Manufacturer narrative:
A sample from the patient was provided for investigation. The sample was tested on a siemens centaur analyzer and the result was < 11.8 pg/ml. This low result was expected for the patient.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that 12 samples from the same patient had erroneous results for the elecsys estradiol iii assay (e2) when tested on a cobas 6000 e 601 module. Based on the high e2 results, a decision was made to remove the ovaries from the patient, who was known to have a malignancy. The oophorectomy was performed on (B)(6) 2016. After removing the ovaries, the e2 level remained high, so the doctor became suspicious. A sample from the patient that was tested on (B)(6) 2016 on the e601 analyzer and resulting as 403 pmol/l was repeated on (B)(6) 2016 using the lc-ms method. The lc-ms result was < 20 pmol/l. The e601 analyzer serial number was requested, but not provided.

Manufacturer narrative:
Five (5) samples from the patient were provided for investigation. Upon investigation of the samples, the results obtained by the customer were duplicated. Post menopausal status of the patient was confirmed by two independent methods (siemens advia centaur, lc-ms/ms) showing low e2 concentrations. It was confirmed that the roche e2 assay generated falsely elevated values. The samples were investigated to find out if they contained interferences to the e2 assay, but no interfering substances could be identified. It was determined that there were also no interferences to the assay by any of the drugs administered to the patient. Since all these potential interferences were ruled out, one possible explanation for the false high e2 concentration may be the presence of an anti-idiotype antibody in the patient sample. However, this type of interference is not possible to prove. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. Medwatch field a2 has been updated.

Manufacturer narrative:
None of the drugs taken by the patient could be identified as a cause of the issue. No specific interference substance could be identified in the sample. Many potential interferences were ruled out, so it is assumed that a highly individual and most likely rare interference is present within this particular patient sample. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A specific root cause could not be determined based on the provided information.